Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine (5 mg/ml at 1.44 mg/day) via an implantable infusion pump. It was reported that the patient had a MRI on friday; the pump recovered post MRI. Over the weekend the patient experienced withdrawal. The patient was given a .25mg bolus and got no relief. A side aspiration was unsuccessful but a roller study was successful. The caller believes the pump is not functioning. A dye study was planned.